Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0kcf8, product type: lead. Product ID: 3389s-40, lot# va0kcf8, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the extension found the outer insulation of the extension body was twisted. Analysis of the lead found no significant anomaly. The body of the lead was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was flipping in the pocket with a possible extension or lead fracture. The extension wire was extremely twisted and dislodgement was also noted. The doctor indicated that the infection started at the brain lead-extension connection, breaking through the skin due to the ins flipping in the pocket. The patient recovered without sequela.

Event description:
It was reported that there was a fracture outside of the header block and a revision was required. A pre-operative x-ray revealed the implantable neurostimulator (ins) was flipping in the pocket and the right extension wire was twisted. The healthcare provider (hcp) decided to take the patient to surgery to replace the right extension due to high impedances and a possible extension fracture. During surgery, they could see that the ins had flipped so much that the extension had twisted the lead around the boot of the lead connection. It was unknown why the ins flipped and the patient did not even know it was. The right side ins, extension, and lead were removed due to an infection. It looked to have eroded through the skin at the lead-extension connection. No outcome was provided.